Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported that he was taken to the emergency room due to high blood glucose. His blood glucose was reading 513mg/dl and at the time of the arrival to the hospital it was 378mg/dl. Customer experienced excessive thirst and was discharged once the blood glucose went down to 170mg/dl. He stated that he was wearing the insulin pump at the time of the emergency room visit. No further information provided.